Event description:
Report received from the united states stating that the device had an e5 error message on the console. It is unknown that this event did not occur during surgery - however, it is unknown if there was pt/ user injury or medical intervention. There was no additional info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info become available, a supplemental report will be sent. (B)(4).